Manufacturer narrative:
The returned ipg sc-1110-02 serial number (B)(4) was analyzed. The device was in hibernation, and it was fully recharged in one charging cycle. The battery depletion and sleep current rates were within the expected ranges, 8.10 mv and 86 ua respectively when the device was turned off. Since the device was manufactured in 2011, the battery efficiency likely decreases over time. The device passed all the required tests and revealed normal device characteristics.

Event description:
A report was received that patient was having difficulty charging the ipg, so the physician decided to perform a revision procedure to replace the ipg. Patient was doing well post operatively.

Event description:
A report was received that patient was having difficulty charging the ipg, so the physician decided to perform a revision procedure to replace the ipg. Patient was doing well post operatively.